Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged malfunction reported by the customer was caused because the outer tube (thermistor) was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope exhibited a fog-free function error (e104). The event occurred during the reprocessing. There were no reports of patient involvement.